Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. Clarification has been requested on the lot number reported as 3154884l, which is an unrecognized number. However, no further information has been made available. D4: UDI: as the lot number for the device involved in the event is unrecognized, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced gastric distention that required extended hospitalization. Patient had gastric distension. There were no unusual points or troubles before, during, or immediately after the procedure; however, it was later discovered that symptoms of gastric distension were arising. It was reported that the patient was improving but was in the hospital due to worsening pneumonia related to another issue. The patient required extended hospitalization. The physician's judgment of health hazard was nonserious. The patient improved. There were no abnormalities observed prior to, or during use of the product. During the posterior wall ablation, there was no increase in esophageal temperature with the catheter. The causal relationship with the products was unknown. Follow up is being conducted about the reported pneumonia. At this time, it was reported to be "related to another issue" and therefore, it is not being coded until further clarifying information is received.